Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guiding catheter, a non-penumbra microcatheter, a non-penumbra stent retriever and a non-penumbra guidewire. During the procedure, after the ace68 passed through the lesion six times, an intracerebral hemorrhage was noticed. The physician decided to stop the thrombectomy procedure at this point. It was reported that no additional action was taken to treat the hemorrhage and that there was no adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-02588. 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a non-penumbra guiding catheter, a non-penumbra microcatheter, a non-penumbra stent retriever and a non-penumbra guidewire. During the procedure, after the ace68 passed through the lesion six times, an intracerebral hemorrhage was noticed. The physician decided to stop the thrombectomy procedure at this point. It was reported that no additional action was taken to treat the hemorrhage. There was no additional adverse effect to the patient.